Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site. On (B)(6) 2026, it was reported that the pediatric patient experienced inaccurate cgm values. The cgm was low (no specific value) incorrectly and the cgm was high (no specific value) when it was not. The patient was felling unwell due to the fluctuating inaccurate cgm occurring for days. The patient was performing bg readings during that time (unable to provide exact values) and attempted several calibrations, but the cgm continued to provide inaccurate readings. On (B)(6) 2026 at 6am, the parent woke up to get the patient ready for school and found him unresponsive with dka. The bg reading was above 500 mg/dl and there was no cgm reading documented at that time. When cgm went over 400 mg/dl, the pump stopped providing insulin, the parent relied on bg readings and manually treated the patient with insulin. The parent called an ambulance, and the patient was taken to the hospital. No medication or treatment was provided by paramedics to patient. The patient was taken to the hospital, diagnosed with a diabetic coma. At the hospital, sensor was removed. Not confirmed to be dka at hospital. He was admitted to ICU, where he received IV drip insulin and IV fluids. The patient remained in coma from (B)(6) until (B)(6). He regained consciousness on (B)(6) and remained at the ICU for two more days as he was unable to move. The patient was discharged on the (B)(6). At time of call, the patient was feeling better and was seeing a psychiatrist. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.